Event description:
It was reported that at the beginning of a procedure using a quantum ii controller, the unit was making unusual sounds. The surgeon opted to use a competitor's device to complete the procedure. There were no significant delays or patient complications reported as a result of this event.